Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
All the leds "flash". There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the (B)(6) 2016. The device was returned with a reported fault ¿all leds flash¿. The fault was confirmed during the investigation and was traced back to corrosion on track 13 of the membrane tail. This corrosion had resulted in an 18v short between track 13 and track 14 resulting in an 18v overvoltage and damage to the microprocessor. This had resulted in most of the instructional leds remaining illuminated as per the reported fault. The returned pad-pak was found to be depleted beyond any use. The corrosion observed on the membrane tail would have likely had resulted in an excess current drain and the depletion of the installed pad-pak despite being unable to measure this during the investigation. This would also account for the five manual power ups of mainly ten-minutes duration recorded in the history log. The faults could not be replicated when the corrosion was cleared from the membrane tail. This would confirm the failure of the returned membrane due to the corrosion on the membrane tail. The corrosion on the membrane tail would suggest that the device had been stored outside the indicated conditions however this could not verified by other means i.e. Corrosion on screws or contact collars. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
All the leds flash. There was no patient involved in this event.